Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. No device deficiencies were reported related to the zoom 35 catheter. Based on the complaint information provided and with limited case images, the exact root cause of the rupture could not be determined. It is not clear if the rupture was caused by the zoom 35, the guidewire, or other reasons. A review of the manufacturing records for this lot did not reveal any issues pertaining to design, manufacturing, or quality.

Event description:
A 61-year-old male patient was treated for an occlusion at the m3 segment. Access was obtained using a third-party access catheter, which was parked at the cervical. During the first pass, a guidewire and a zoom 35 aspiration catheter were advanced through the third-party access catheter to the face of the clot without issue. Aspiration was applied to the zoom 35, and the clot was removed successfully. A post-contrast run showed additional clot in the m4 segment. For the second pass, the same zoom 35 and guidewire were advanced to retrieve the additional clot in the m4 segment. When advancing the zoom 35 to the clot, a rupture was observed under fluoroscopy. The rupture was coiled, and the procedure was completed. A follow-up computed tomography (CT) scan was performed, showing mostly contrast. The patient was then transferred to comfort care. At an unknown later date, the patient passed away. According to the physician, the cause of death was attributed to multiple pre-existing comorbidities and not to the bleed. There was no device malfunction reported against the zoom 35 catheter.